Event description:
During routine monthly flush of catheter it was noted that there was no blood return after accessing the port. Pt noted a different sensation when the port was flushed with saline. Physician notified and chest x-ray was obtained. Pt reported that a 5 inch segment of the catheter had broken off and was noted to be in the right ventricle and had to be retrieved.